Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, functional testing, visual inspection, and service history review were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-49 alarm was identified during functional testing. The cause of the condition was determined to be depleted main battery. To correct the condition, the main battery was charged. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-49 (malfunction in real time clock: abnormal rtc data) alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.